Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, customer's basal rate settings were too low. Bg was addressed via a correction bolus, and settings were updated. The customer was instructed to consult with healthcare provider regarding bg level.